Manufacturer narrative:
Concomitant medical products: etlw1613c156e stent graft, implanted: (B)(6) 2018; esbf3214c103e stent graft, implanted: (B)(6) 2018; etlw1613c124e stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post implant procedure. The lead repositioned and remains in use. No patient complications have been reported as a result of this event.